Event description:
It was reported that during implant, the patients blood pressure dropped and the patient began to seize. Pacing was initiated. The patient was found to have no pulse. CPR was initiated. Fluoroscopy revealed a shadow in pericardium. Patient was intubated. The patients pulse returned after medications and fluids. Echo revealed a tamponade and a pericardial tap was performed. The lead was explanted and the pocket was closed. The patient stabilized and was transferred to the ICU, then discharged two days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.